Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR. : a mustang 5.0 x 40, 40cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1.4 cm proximal from the distal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that balloon inflation failure occurred. The target lesion was located in a shunt in the mildly tortuous forearm vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, the balloon failed to inflate during the procedure. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed balloon pinhole.